Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information but was unable to reset the pump due to not having a wall adapter and indicated they would call back.